Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had reconnected to the patient line after it had become disconnected. The event occurred during drain two of five on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. The patient was given prophylactic antibiotics due to the breach to the sterile pathway secondary to the disconnection. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - breach in aseptic technique during drain stage, where the caregiver (cg) stated the home patient (hp) had reconnected to the patient line after it had become disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿operating instructions-prepare for therapy¿ provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. ¿operating instructions-prepare for therapy¿ warn the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.